Manufacturer narrative:
(B)(4). The complaint rd900 neopuff infant resuscitator is currently en-route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported that the power fail alarm of an iw980 wall mount infant warmer had failed. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint iw980 wall mount infant warmer was returned to fisher & paykel healthcare (f&p) service centre in the united kingdom where it was evaluated by a trained f&p technician. The device was repaired and returned to the customer. Results: during testing it was found that the unit's power fail alarm did not function when the unit was disconnected from power. Conclusion: the cause was identified to be the failure of a capacitor on the pcb board. Part of fisher & paykel healthcare's quality control process involves testing the power failure alarm of every warmer on the production line for functionality prior to distribution. The device technical/service manual contains a checklist which specifies that users perform safety, performance and functional checks including the power fail alarm at least once a year. Included in the warmer's maintenance checklist is a test of the super capacitor to ensure it is operating within specifications.

Event description:
A healthcare facility in the united kingdom reported that the power fail alarm of an iw980 wall mount infant warmer had failed. There was no reported patient involvement.